Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed. The patient was asymptomatic. Review of the session record showed myopotential oversensing. Programming changes were discussed to resolve the issue.